Event description:
Reporter states customer was treated with glucose tablet due to hypoglycemic symptoms; paramedics were called. Result on paramedic's meter was 20 mg/dl. Customer was immediately re-tested on his advantage system with result of 593 mg/dl. Paramedics treated customer with glucose. Requested return of suspect device and replacement was sent.